Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported by the patient's physician that the patient has requested to have the scs system removed. No further information was available at this time.